Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The instrument was found to have a loose grip cable at the distal end. Root cause attributed to cracked clamping pulley. Additional observations related to customer reported complaint: the instrument was found to have a cracked clamping pulleys at the proximal end. As a result, the grip cable became loose. Improper cleaning during reprocessing most commonly causes this failure. Root cause of this failure is attributed to the mishandling/misuse. Additional findings not related to customer reported complaint were also identified. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling or misuse, for example by improper cleaning/reprocessing techniques, such as insufficient flushing. The complaint regarding clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed the finding of a loose grip cable. Customer confirmed that the event occurred while applying clip causing unsuccessful clip application. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage noted. The incident was noted after first clip application while attempting to apply second clip to tissue bundle.